Manufacturer narrative:
(B)(4). The device was not available for evaluation; however, a photograph of the device was received. Visual inspection of the photographic evidence found the cap to be missing from the port. The reported issue was confirmed. A review of all batch record documents was performed for lot number h13e22032 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 10-prong manifold set was missing a cap from the line that connects to the cassette. This was found prior to patient use. No additional information is available.